Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) and tortuous right iliac vein for a triclip procedure. During the procedure, a triclip steerable guide catheter (tsgc) would not advance into the iliac and the tip of the guide was pulling back. The soft clear tip was damaged, and the deformation observed at distal curve. Procedure was discontinued. All steps were performed as per IFU. The final tr was grade 5. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported failure to advance sgc was unable to be determined. The reported damaged sgc soft tip was likely a result of procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.